Event description:
Pt reported that he had a composix kugel recalled patch implanted in january 2004 and later had a ring break where the ring was working its way out of his skin. The doctor initially treated him by trimming the exposed mesh and eventually had to have surgery to remove the mesh. He developed a mrsa infection and the mesh was removed in 2005. Pt reported that he has a basketball size opening into his abdomen that drains constantly and his intestine are protruding as his stomach muscles are damaged.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.